Event description:
User alleges that immediately upon use air entered into out of vent filter of the l-10, which was attched to an l-70., and it passed out tis area into a pt side. This was used with the hl-90 fluid warmer unit. No pt injury.